Event description:
It was reported that during equipment testing conducted at the user facility that the device would not turn off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.